Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure, the operator delivered microcatheter to the target location. Next, the subject stent was delivered. When the subject stent was pushed to the lesion site and deployed, the operator felt a significant increase in resistance during the process, and the tip of the subject stent did not open. The operator attempted to adjust it to make the subject stent open by applying tension and then continued to deploy the subject stent. At this point, it was found that the subject stent was stuck at the tip of the microcatheter. The operator pulled out the subject stent and the microcatheter together through an intermediate catheter and found that the stent was damaged upon inspection. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed condition. The stent delivery wire (sdw) was returned within a microcatheter. The introducer sheath was returned. The microcatheter was noted to be intact. All 3 marker bands were present on both ends of the stent. Deformation was noted throughout the stent, most notably to the distal end. The sdw was noted to be kinked/bent at the distal end and at the proximal. The introducer sheath was noted to be intact. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent failed/unable to open' was not confirmed. The reported event 'stent deformed' was confirmed. The reported events 'stent friction' and 'stent partial deployment' could not be replicated as the stent was returned in a deployed state. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. In the follow-up responses the user stated that excessive force was not applied at any point while advancing the stent within the microcatheter, and that the introducer sheath was correctly placed prior to stent transfer from the introducer sheath into the microcatheter lumen. The stent was returned for analysis in a deployed condition which is aligned with the product condition update provided by the user. The stent was noted to be significantly deformed along most of its length, and particularly near the distal end of the device. All 3 marker bands were present on both end of the stent. However, the deformation noted to the distal end of the stent had moved the 3 marker bands out of their usual position. The stent delivery wire (sdw) was returned and was noted to be significantly kinked/bent towards the distal end of the wire and also towards the proximal end. The introducer sheath was returned for analysis and it was undamaged. According to the event description and the follow-up replies, the stent was able to be advanced to the lesion site before resistance was noted. This ability to advance the stent without issue to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while attempting to retract the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter, resulting in much of the damage noted. An assignable cause of procedural factors has been assigned to the reported events: 'stent failed/unable to open', 'stent deformed', 'stent friction', 'stent partial deployment' as well as analyzed events: ¿stent deformed¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure, the operator delivered microcatheter to the target location. Next, the subject stent was delivered. When the subject stent was pushed to the lesion site and deployed, the operator felt a significant increase in resistance during the process, and the tip of the subject stent did not open. The operator attempted to adjust it to make the subject stent open by applying tension and then continued to deploy the subject stent. At this point, it was found that the subject stent was stuck at the tip of the microcatheter. The operator pulled out the subject stent and the microcatheter together through an intermediate catheter and found that the stent was damaged upon inspection. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.